Event description:
Additional information received from the manufacturer's representative reported the healthcare provider (hcp) was unsure what the issue was but he was getting authorization for a revision.

Manufacturer narrative:
Concomitant products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 37714, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported impedance measurements of greater than 20000 ohms on electrodes 9, 10, and 15 when measured at 1.5 volts. With reference to electrode 0, electrode 1 was 497 ohms and electrode 2 was 531 ohms. Impedances ranging from 400-500 ohms were reported. During the impedance check, #9-#15 were out of range (oor). The patient was programmed with 4-5-6+7+ at 1.4 volts, 450 pulse width, and 75 hertz. The therapy impedance was 298 ohms. The implant was on. A fall could have been related to this issue. The patient fell. An x-ray was performed and all systems appeared intact. The x-ray looked good. Multiple reprogramming had been done. The patient continued to have a shocking sensation down to the right leg. The patient indicated the therapy was good except for the shocking sensation. Normally, the patient used the stimulation 100%, but had decreased stimulation down to 60% usage due to shocking sensation. The patient experienced symptoms when the implantable neurostimulator (ins) was off. Palpating was performed with the stimulation off, and the patient continued to report shocking down to the right leg in the same location. Palpating was performed with the stimulation on, and the patient continued to report shocking sensation down to the right leg. This occurred suddenly since (B)(6) 2015. The shocking sensation started right after the fall. Later, the rep reported the physician believed on of the leads may be fractured and he would plan to replace the lead. It was determined to be fractured. The ins battery level was at 50% and the patient was using the system 68% of the time. It was turning off when shocking. Relevant medical history included spinal pain. Please see manufacturer report #6000153-2016-00259 for information on the patient's concomitant product.